Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. H3

Event description:
Report received from foreign regulatory authority on behalf of user faclity stated that the listed tracheal tube was in use with unconscious patient when the tube's cuff was found deflated. Report stated that the deflated cuff was found during patient resuscitation. The tube was therefore replaced. No permanent adverse effects to patient were reported.